Event description:
Rptr complains of soreness, decreased size of breasts, rashes, high blood pressure, arthritis, joint swelling, pain and stiffness in hands, wrists and ankles, muscle fatigue, finger and hand swelling, thick, taut skin on right arm, small rash-like sores on right side of breast, extreme fatigue, general aching and stiffness, swollen glands in neck, hair loss, and breast coldness. She suspects rupture and leakage due to decrease in size of implants.